Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. One day after the event onset, the patient was hospitalized for the event. The cause of the event was unknown. The patient was treated with vancomycin and ceftazidime injections (both were 1g, ongoing, routes, frequencies not reported) for peritonitis. Two days after the event onset, the patient was recovered from abdominal pain. Four days after the event onset, the patient was discharged from the hospital and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the antibiotic treatment was discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.